Manufacturer narrative:
Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) reported that t8 catheters caused two urinary tract infections (uti). No medical intervention was reported by the patient.